Event description:
Md was using the tlc75 75mm linear cutter, during the 3rd use, it misfired, blade would not advance during mid-deployment. The staples were not fired, the staples came out in an "u" shape not the "b" shape. This is a disposable, stapler, therefore another stapler was opened and not charged to patient. This particular stapler: lot#u40t59, #tlc75. Type of surgery/procedure scheduled: ileostomy takedown.